Event description:
It is reported that a thrombus was observed and the procedure was cancelled. During a watchman flx pro implantation with trusteer procedure, a versacross connect access solution device was used. During procedure, after puncture the septum with versa cross connect and advancing the pigtail to enter the left atrial appendage (laa), a big thrombus occurred on the distal end of sheath was seen. Thrombus could be retrieved into sheath again and sheath was retracted into the right atrium and in next step out of patient. Sheath was flushed and thrombus was detected. After that, a second floating thrombus on atrial pacemaker lead was seen, so that the physician canceled the case for further investigation. There were no further patient complications. It was further reported that irrigation was not stopped during procedure and clot was sucked into the sheath. Imaging performed during the procedure was transesophageal echocardiography. The procedure was interrupted on implant day. A fibrin or coagulant was seen on the tip of the catheter. There was not extended hospitalization related to the complication.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.